Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the device was observed to be in back up mode and delivered inappropriate shocks. Technical support was contacted and the device was restored to resolve the event. The patient was stable.